Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "after receiving from (B)(4) onto the loading dock at the hospital was complete, they noticed the smell. When they figured out where it was coming from, the hospital contacted the sales rep."